Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a scheduled explantation of the pfna system, the proximal-head of the pfna blade was broken. The parts from the broken blade were detected and removed with no definable prolongation of surgery. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Add'l pro code: hwc. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history records review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.